Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a spinal fusion, a 1cm lateral imprecision was observed when moving to the second wire placement. It was reported that the first wire was placed accurately. A second image acquisition was performed and the site continued with the procedure. There was a reported delay to the procedure of 10 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.